Event description:
It was reported that during an unk procedure, the clips would not advance. Used another like device to complete the case. There was no adverse pt consequence.

Manufacturer narrative:
Eval summary: the analysis results found that one device was returned for analysis. The device was noted to have the cam broken. The device was cycled and was noted to be empty and with the lockout fired through. The instrument is designed to lockout when all the clips have been fired. We have documented the circumstances as they were reported to us. An investigation has been initiated to determine the cause of the broken cam issue. The batch record was reviewed and no anomalies were noted during the mfg process.